Event description:
18g IV catheters have a delay when retracting and/or the retraction button fails to work. Due to the slowness of the retraction - employees feel at risk for a needle stick. This delay has occurred on multiple different patients and IV catheters. Total of at least 10 instances. Pt: 4582. Device: 3015; 1536; 4063. Ref reports: mw5177308, mw5177309, mw5177310, mw5177311, mw5177312, mw5177313, mw5177315, mw5177316, mw5177317.